Event description:
A hosp in (B)(6) reported that an iw934 cosycot infant warmer responds intermittently when the control knob is rotated. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.